Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 38 mg/dl. The paramedics administered a dextrose injection. Review of the pump data logs verified that the customer delivered a bolus of 12 units which resulted in low bg. The customer acknowledged the information.